Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. As it cannot be confirmed from the customer allegation if the occlusion detection failure was experienced upstream or downstream, both occlusion tests need to be performed during service to evaluate the complaint. Evaluation only performed the downstream occlusion testing, which revealed no hardware/software abnormalities that would induce the reported allegation. No correction was performed to address downstream occlusion detection failures. Evaluation did not perform an upstream occlusion test to confirm if the pump can detect occlusions upstream within specified time. The device will undergo release testing prior to shipment to ensure the pump is in full working order. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a failed occlusion test during the preventive maintenance. There was no patient involvement. No additional information is available.